Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was unable to charge their implantable neurostimulator (ins). They were getting poor communication on the patient programmer and were unable to establish communication with the recharger. The patient stated that they were traveling and forgot to bring their recharger with. It was noted that their last successful charging session was 5-6 days prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) to get their ins checked and to see if it was in an overdischarged state. It was noted that the issue occurred three days prior to the date of this report. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.